Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch basic meter would not power on, and powered off during use after the battery was replaced. On april 15,2006 at 9:30 am, the reported meter would not power on. The pt replaced the battery with a battery from another meter; however the reported meter would not remain powered on during the test. The pt did not obtain a blood glucose reading. At that time, the pt was experiencing the symptoms of blurry vision, being tired, dizziness, cold knees and eye twitches. Following the attempted use of the meter, the pt took his oral diabetes medication glucovance (metformin-glyburide). At an unspecified time later, the pt visited his physician, who obtained a blood glucose result of 'in the 300's' mg/dl. The pt's oral lmedication regimen was increased from one pill glucovance per day, to 2 pills glucovance per day. The customer care advocate (cca) determined during the troubleshooting telephone call that the original battery in the meter had not been replaced in over a year. According to the owner's booklet for this meter, expected battery-life is one year. The meter, test strips and control solution were replaced.